Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. A root cause could not be established from the information available.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the targeted location. The valve was left implanted above the annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.